Event description:
It was reported that a 511sl was used during a laparoscopic cholecystectomy. It was reported by the rep that the seal on 511sl split. Case finished by replacing trocar. There was no consequence to the pt.